Event description:
It was reported by the clinician that the procedure was being performed on a female patient. The catheter was being placed in the femoral vein. During removal of the spring wire guide (swg), resistance was met; however, they were able to remove the swg. Once removed, they noticed the end of the swg was frayed and after further examination, realized approximately 1 inch of the swg was retained in the patient. An x-ray was performed and the piece was located in the soft tissue. As a result, the patient was taken to the operating room and underwent a surgical procedure to remove the piece. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.